Event description:
It was reported the patient had symptoms of being dizzy and lightheaded at times but was better after sitting down to rest. A check of the right ventricular (rv) lead found the bipolar impedance had increased over the past year from the 600 ohms range to greater than 2000 ohms and that the bipolar threshold had also increased. The rv lead settings were reprogrammed until the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.